Event description:
It was reported that a beta bionics ilet user received an insulin an occlusion alert after accidentally pulling on the tubing. A full supply change was done to resolve the alert. There no further assistance required. There was no report of any patient harm or adverse event associated with this report.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.